Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -16.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was removed within the same surgery due to excessive vault. A replacement lens of shorter length was later implanted and the problem resolved.. Unknown was reported to be the cause of this event.

Manufacturer narrative:
H6: the lens was returned dry, in a microcentrifuge vial. Visual inspection found debris in the optic, on a no visible damaged lens. Claim #(B)(4).